Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a calcified stenosis and they inflated the balloon manually (maybe 4 atm according to the doctor). The balloon ruptured as a result of the inflation and another low profile balloon catheter was used to complete the procedure. Further examination of the device noted a leak in the balloon. The patient did not experience any adverse effects as a result of this product issue.